Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. It was reported the customer received an unspecified message and was unable to obtain readings. As a result, customer experienced exhaustion, paleness, delayed responsiveness, abdominal pain, and a lack of concentration. The customer was unable to self-treat, requiring treatment with glucose (by oral administration) by a non-healthcare professional (non-hcp). There were no reports of the customer requiring treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.